Manufacturer narrative:
Manufacturer's investigation conclusion: the reported leaking of the patient¿s shower bag could not be confirmed as no product or photographs depicting the damage were submitted for evaluation. It was reported that the shower bag had water leaking through it on (B)(6) 2021. The customer requested a replacement since the bag was under warranty. No product was returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The hm3 patient handbook provides instructions for showering and the use of the shower bag and states that the bag should be allowed to drip dry completely before being used again. The handbook also states that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used and a replacement should be requested. The lot number 7785183 was reviewed and showed no deviations from manufacturing or quality specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the shower bag had water leaking through it.